Event description:
Covidien (B)(4) region reports; customer reports; in preparation for a patient procedure they placed an empty syringe into the injector and loaded contrast media. The staff then purged the air from the syringe and low pressure tubing. Staff reports they walked into the CT control room to select an injection protocol from the control room console, when they noted the injector had already injected the contrast media. Injector syringe and tubing was not attached to patient. No reported injury.

Manufacturer narrative:
Covidien regional service engineer investigated and found no problem with the injector. The injector was returned to full service. No similar issue reported prior to this on this unit. In a discussion with covidien (B)(4), he said that this is not a common issue with the adv injector. A review of cts shows 5 uncommanded movement complaints on the ct9000adv injector systems since 2001. All were investigated and none could be duplicated and no problem found by service engineer.